Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5054 lead, implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that there was an atrial lead warning. The history of the lead indicates that there was a polarity switch over a year ago and the lead was reprogrammed to bipolar. Another polarity switch occurred about seven months ago. The lead has had numerous low impedance measurements since that time. There is also a possible lead insulation issue. The lead remains in use. No patient complications have been reported as a result of this event.